Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 suture was used. There was contamination by foreign matter. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) additional information was requested, and the following was obtained: are there any photos of the foreign matter available? =no the following information was requested, but unavailable: please describe the type of foreign matter that was observed. =unk the device will be returning, so please confirm the actual device. Please clarify if the foreign matter is inside the sealed primary package. =unk investigation summary the product was returned to ethicon for evaluation. One sealed packet was received for analysis. Product code 698g. During visual inspection of the returned sample, a black foreign matter was observed inside the packet. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.